Event description:
It was reported that the patient passed away from multiorgan failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient's implant went well with extubation occurring on day 1. The patient experienced major vomit aspiration following extubation. This led to respiratory infections and the need for veno-venous extracorporeal membrane oxygenation (vv-ECMO). Failure to thrive occurred with multi-bacterial and fungal lung infections, liver failure, renal failure, and general severe frailty. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The outcome was not considered device related as it was reportedly operating as expected. It was reported that heartmate 3 lvas, serial number (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, multiple types of organ failure and dysfunction, including respiratory, renal, and hepatic failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.